Manufacturer narrative:
The device was returned to the manufacturer intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with unilateral capsular contracture, baker grade not reported. Left side device.